Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instructions for use includes the following statements that can prevent the cable issue: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was intermittent. This is attributed to the shortage in the cable damaged due to user handling.

Event description:
As reported for this event, during preparation for use the device was not yielding an image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented based on information received from the user facility. An email was received by the user facility on 11may2021. The customer confirmed there was no patient involvement in the event. The facility did not report out to FDA. The device was not inspected before use. The device was not dropped or came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. And there were no foreign objects such as hard water residue, lint or dust on the electrical contacts. The legal manufacturer's investigation for the event is ongoing. One applicable information is identified, a supplemental report will be filed.